Manufacturer narrative:
(B)(4).

Event description:
It was reported that the manufacturer's sales representative's brand new vns programming tablet would not turn on despite being fully charged. The tablet had previously been working since (B)(6) 2015. Device manufacturing records were reviewed and found all specifications met prior to distribution. A replacement tablet has been requested. The suspect tablet has been received for analysis. However, analysis has not been completed to date. No additional relevant information has been obtained to date.